Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophageal sphincter during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2022. During the procedure, the balloon was dilated to 20mm; however, the stricture was very tight and pressure was lost. It was then attempted to be inflated again to the correct atm but the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.